Manufacturer narrative:
The customer did not report any issues with qc or calibration prior to or post the vent. No other analytes are affected. A bci field service engineer (fse) inspected the glucose module, tubing and related sample handling components. Fse did not note any hardware or component issue with the instrument. A clear root cause is undetermined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) to report glucose modular (glum) initial result was lower than the duplicate results generated on the unicel dxc 800 pro synchron chemistry analyzer. The customer runs glum patients in duplicate mode. The duplicate (higher result) was verified and reported. The result was not reported out of the laboratory. Patient treatment was not impacted by this event.